Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer encountered error c-30 on the erbe generator. The customer stated that the surgeon power cycled the erbe, but the error came back. The technical support engineer (tse) checked the system logs and confirmed 25913 (c-30, m-11, m-18) errors. The tse asked the customer if they had a force triad generator, but the customer did not. The tse advised disconnecting communication cables and then power cycling in hopes that the error clears. The customer stated that the surgeon just reseated the cabling and, so far, has been able to use energy for the last minute or so without error. The customer stated that they would try disconnecting the cables if errors came back. Later, the customer called back the tse and informed them that there were continued m-00/c-37 errors on the erbe generator. The tse attempted to troubleshoot with the customer, but the issues continued to persist. The customer was unable to use the system until the erbe issue was corrected. The customer continued with the procedure using the same system. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. Isi) has not received the generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.